Event description:
The customer contacted physio-control to report that their device had a service wrench present on its readiness indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control verified the reported issue and observed that the device was unable to deliver energy (shock).

Manufacturer narrative:
The customer was provided with a replacement device. Physio-control further evaluated the customer's device and was unable to reproduce the reported issue of the device not providing defibrillation energy. It was observed during the initial device evaluation the device shocked into a 297 ohm open connection, causing the device to not deliver energy. The likely cause of the device not providing energy during the initial evaluation was determined to be due to the service technician shocking into an open connection, which indicates there was no device malfunction at this time.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control observed that when attempting to shock, a clicking sound can be heard but no energy was delivered to the defibrillation analyzer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on its readiness indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control verified the reported issue and observed that the device was unable to deliver energy (shock).